Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that the insulin pump started to crack at the battery compartment. The customer stated that the insulin pump did not give her insulin unless she was moving during the day. The customer did not provide the blood glucose reading. A company representative responded to the customer's social media post.